Event description:
Explanted lead and generator were received from a funeral home. The funeral home did not have access to patient information, and the funeral home stated that they were returning the device in order to properly dispose of the product. The report that the patient had passed away did not reasonably suggest a complaint and was not indicated to be related to the vns. The returned lead and generator were received by the manufacturer and product analysis was performed. The returned lead portion had no anomalies. Portion of lead not returned could not be analyzed and therefore cannot be spoken for. Only the portion of the lead close to the connector was returned. An abrasion was observed on the returned lead portion; however, it did not penetrate the lead. Setscrew marks showed that at one point in time there was a stable electrical connection. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The generator also underwent analysis. After product analysis testing, results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. The device was found in an ifi=no condition. The data dump from the generator showed that high impedance was recorded on 09/12/2018. As the explant date and death date are unknown, it is not possible to determine at this point in time if the high impedance is associated with the explant procedure or device failure. There was no performance, or any other type of adverse condition found with the pulse generator. Additionally, programming history data was reviewed for the returned product, with the last system diagnostic test being performed on 04/28/2016. There were no anomalies or excessive duty seen within this data. No other relevant information has been received to date.